Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens). Patient reported that they experienced discomfort from urine leftover in his bladder which also causes bladder pain. No further complications were noted or anticipated.